Event description:
Healthcare professional reported a xen®45 gts event described as patient underwent a bleb revision because there was no flow. During bleb revision, physician accidentally amputated the gel stent so a 2nd xen was implanted. The device remains implanted. Symptoms resolved.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time.